Event description:
Adverse event(s): "no patient harm" (no consequences or impact to pt). Product problem(s): "piece of rusty metal" (particulates). A customer reported they found a rusty piece of metal that they believe came out of the irrigation/aspiration handpiece. Add'l info was rec'd from the equipment coordinator indicating all particulates were removed from the pt's eye. There was no harm to the pt. The handpiece and metal particulates will be sent for in-house testing.

Manufacturer narrative:
Samples have been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).